Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from an unspecified location. The unspecified solution ¿flows out¿ when mixing the product. The event occurred at the nurse¿s station there was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1. H11:the actual device was received for evaluation. Viisual inspection was performed and the reported issue of leakage was not easily identified by initial visual inspection. Functional leak testing was performed and a leak was identified from the bottom port side - ports weld area on the back side of bag, near the administration spike port. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to variations during the manufacturing process causing an incorrect ports weld. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.